Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The patient had undergone required intervention. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.